Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The coupler was found detached from the camera head. Intermittent noise on the image was due to a faulty cable. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an abnormal coupler and a broken camera clamp. No patient involvement or injuries were reported. No additional information has been obtained.